Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Beginning (b)(64) 2015, ventricular sics were up to 115. Episodes of non-sustained ventricular tachycardia (nsvt) were due to lead noise oversensing. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia) was triggered. The rv lia occurred on (B)(6) 2015 for sics greater than thirty in three days and two or more high rate non-sustained tachycardia (nst) episodes. Concomitant product: d314drg ICD; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that an alert was triggered for right ventricular (rv) lead integrity. The lead was noted to exhibit t-wave oversensing (twos) and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.